Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer reported that they were unable to clear the alarm. The insulin pump was returned for analysis.